Event description:
The user facility reported that a hose separated at the building water supply causing water to flood the room where the system 1e is located. User facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).

Manufacturer narrative:
A steris service technician inspected the unit and found that the hose had separated from the straight barb fitting at the facility's wall connection. The technician repaired the hose and clamp, tested the unit and confirmed it was operational. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.